Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00550. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention wherein both existing leads were repositioned on (B)(6) 2021 to address the issue. Therapy was restored post procedure.